Event description:
Allegedly broke off.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. No serious injury occurred; therefore, no user facility or pt info is applicable. This is a reportable malfunction.